Manufacturer narrative:
(B)(4). Do not use the perclose proglide smc system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a hematoma or retroperitoneal bleed. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an angioplasty interventional procedure. Reportedly, the proglide device was placed, but did not achieve hemostasis. A non-abbott device was used to achieve hemostasis. One week post-procedure, the patient had bleeding and returned to the hospital. It was found at that time that the proglide device had punctured through the back wall and the foot plate, with sutures attached, had broken off and remained on the backside of the artery. A vascular surgeon removed the broken foot plate and repaired the artery. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4).